Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that in december after completing a charging, they complained about the intensity of the stimulation-lowering setting from 1.8 to 1.75 abated problem. The patient stated the problem was not feeling stimulation, but over-stimulation decreased setting from 1.8 to 1.75 and problem was abated. Patient stated they never had a problem with the recharger showing 4 bars, and being able to move to get 8 bars. Patient stated the problem was over stimulation-by decreasing setting problem it was abated. The issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient (pt) rep wanted to know how to turn ins off for mammogram and dexa scan. Reviewed. Pt rep used the programmer and it showed to replace batteries screen. Pt rep replaced batteries. At first programmer did not power up. Pt rep then noticed they did not insert the batteries correctly. Pt reinserted the batteries and was able to connect. Ins was already off. Reviewed how to turn ins on and off. Pt rep then said the aaa batteries loose power quickly. Asked how often pt rep has to replace batteries. They said every month. Pt rep then clarified they only used the programmer maybe 2-3 times since implanted when pt had mris. Pt rep said once a while, every couple of months, pt rep checked the device and before they check they change batteries. Pt rep said it had been a couple of months since they checked last, maybe 1-1.5 month. Reviewed per manual, batteries need to be replaced every 2 months. Programmer seemed to be working as intended. Pt rep mentioned pt had a knee replacement and x-ray in june. On the call pt rep turned pt's stim on and patient services (pss) heard pt say in the background they were not feeling it. Reviewed stim can be adjusted. Pt rep put it on 1.75v and said that's fine. Pt rep then reported when implanted stim was around 2.50v. Over the years, gradually, stimulation seemed to be needed to be decreased because it felt a lot, it was bothering pt. Reps met pt at hcp's office. Pt rep provided an example pt was at 2.0 v on sep 12, 2022 and it was bothering pt. On nov 17th stim was bothering pt and they reduced it to 1.80v. Also, lying back position in september was at 1.40 v and now it was at 1.30v. On nov 20th stim was at 1.75. On dec 8th they put it up to 1.80v and on dec 22nd down to 1.75. Today pt rep noticed it was at 1.80v (stim was off at first when we connected on the call). Pt rep said they did not know how stim got up to 1.8. Reviewed it could be adaptive stim or pt could have changed the group. On the call pt rep reduced to 1.75, pt said it was comfortable. Reviewed to wait for 3 min. Pt rep mentioned they never turn stim off. Pt rep also mentioned recharger antenna was sensitive too. If pt gets 4 bars, pt rep can move it and get 8 bars. Pt rep said next time pt will get a non rechargeable ins.